Event description:
It was reported that the patient could make it to the bathroom but they were ¿uneasy about being out somewhere.¿ the patient also noted that they did not always feel stimulation except in certain positions. It was further reported that the patient started out on 6.0 and in august she was increased to 6 to 7. It was noted that the patient wanted to see if increasing would help bowel control. The patient was reportedly increased from 7 to 8 on the day of the report and the patient did not feel stimulation. It was noted that the patient does not yet trust the therapy outside the house. It was later reported that, about one month prior to the date of the report, the patient¿s doctor confirmed that one of her lead wires was not working. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09679 implanted: (B)(6) 2013, product type: lead. (B)(4).